Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a chipped battery compartment. During analysis, the reported "red screen/error code" problem was duplicated. Powering up the pump reproduced the 41541 error the first time. A second power up did not induce an error. Several attempts at latching/unlatching/locking the latch did not produce any further errors. There was nothing unusual inside the pump. Service will replace the latch flex sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "red screen/error code v:97-0625-010300-01". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.